Event description:
It was reported the gastrointestinal videoscope experienced b30 error code. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: ultrasound plug unit is not good which causes error b30 of the endoscope. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.